Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 500 mcg/ml 24 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was unknown. It was reported the patient experienced a lack of efficacy and they did not want to continue with the therapy. The pump off password was provided. The procedure was due to a problem with the device or therapy. Per the hcp the patient did not need/want baclofen. The pump was tapered then the pump was stopped. The lack of efficacy had been resolved. The patient was requesting a pump replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.